Event description:
It was reported that the right ventricular capture threshold has increased from 3.5 volts to 5 volts over the past four months while the patient has been on a left ventricular assist device. It was also reported that the r wave amplitude has "decreased slightly." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.